Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen unresponsive issue was verified while the alleged high bg issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.